Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, and pillowing keypad overlay. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the reservoir was not locking in place. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.